Manufacturer narrative:
Results: as received, the receiver successfully communicated with the test standard transmitter. Discoloration likely caused by the cored bottom septum which was observed in the septa and header. The receiver also failed the auto-tester likely due to fluid intrusion observed in the header. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-04110, reference MFR report: 1627487-2014-04111. The pt received two leads and two extensions. It was reported the receiver was no longer functioning and the pt no longer had the external devices for communicating. The physician explanted the system without issue. The devices were analyzed. The pt reported she had been implanted since some time in 2002.